Event description:
It was reported that during a shift check the autopulse resuscitation system displayed a user advisory ua41 ( patient temperature sensor failure) that was unable to be cleared by powering on and off. No additional information was provided and no adverse patient sequelae was reported.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. Visual inspection revealed that the motor cover, encoder cover were damaged. The battery partition cover was also observed to be missing. The customer's reported complaint was verified as user advisory 41 (patient temperature sensor failure) was observed in the archive. The temperature sensor was found to be faulty and was therefore replaced. The platform passed final test. Based on the evaluation results, a probable root cause for the customer's reported complaint maybe due to the faulty temperature sensor. However, a definitive root cause why the temperature sensor was faulty could not be determined.